Event description:
It was reported that the video system center exhibited an e105 code error, with only the red and blue leds lighting up. Even after replacing the power supply, the same error persisted. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following was observed: e105 - not reproduced; only red and blue leds light up; bad image quality; e107; the light intensity of normal light does not meet standard value; the light intensity of nbi (narrow band imaging) light does not meet standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "e105" could not be confirmed or reproduced. The suggested phenomenon of "e107" and "light intensity of normal light does not meet standard value" was presumed to have been due to led unit failure. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.